Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer's blood glucose was over 360 mg/dl, which was treated with a manual injection. The customer's parent stated that the complete set was changed, and the insulin pump worked fine. The insulin pump later alarmed no delivery again twice. The insulin pump was rewound and used to treat the customer. The caller was unable to perform troubleshooting on the issue, as this was a past event. The caller was advised to perform a complete set change as soon as possible. The caller was advised to call if any issues recurred.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.